Event description:
Consumer complaint of blood result reading of "lo". Customer states that her normal range is around 80 mg/dl. Reviewed the last 5 blood results in the meter memory. Customer performed a back to back blood test, lo and lo.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/22/2014).

Manufacturer narrative:
(B)(4). Investigation product evaluation completed and defects found on the device. Most likely underlying root cause of malfunction: foreign material was discovered on the strip connector (blood like substance).

Event description:
Consumer complaint of blood result reading of "lo". Customer states that her normal range is around 80mg/dl. Reviewed the last 5 blood results in the meter memory: (B)(6). Customer performed a back to back blood test, lo and lo.